Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure. The procedure was aborted, and it was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the image disk space low error message was displayed. Upon troubleshooting actions, the fse identified that the system was unable to store images due to defective image processing pc (ippc). The cause of the ip pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the ip pc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system displayed the message that the image disk space was too low. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.